Event description:
It was reported that the customer received a continuous glucose monitor error 42. After consulting with technical support, complete pump reset information was provided, and the caller was guided through the pump reset process. There was no adverse impact on the customer¿s blood glucose level as the error did not reoccur after the reset. The customer successfully started their sensor session following the guidance from technical support.